Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed poor sensing and loss of capture at a routine follow up. A lead dislodgement was suspected as the root cause of the issue. A procedure was performed to assess the lead issue, and after some difficulty repositioning the lead, the physician elected to explant and replace the lead successfully. No adverse patient effects other than the additional procedure were reported.